Event description:
It was reported while using bd as lvp 20d 2ss cv leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: infusion alaris infusion set leaked where tubing connected to the patient's IV. No known harm to patient, another infusion set used.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd as lvp 20d 2ss cv leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: infusion alaris infusion set leaked where tubing connected to the patient's IV. No known harm to patient, another infusion set used.

Manufacturer narrative:
H6: investigation summary no photo or sample was received for the customer's complaint of separation leak. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. A device history record review for model (B)(4) lot number 2420-0007 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on (B)(6) 2022. There were no quality notifications issued for the failure mode reported by the customer during the build of this set. H3 other text : see h10